Event description:
It was further reported that the patient was revised with kirschner wire and cable fixation. All device fragments were successfully removed. Concomitant devices: cortex screw (part: 204.816, lot: unknown, quantity: unknown).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: x-ray review: the received picture confirms the issue as per event description that the cable of the right knee was broken; the complaint therefore has been determined to be confirmed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. G3: healthcare professional was inadvertently checked on the initial report. G4: date received by manufacturer on the initial report should be march 23, 2020. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unk - cable/wire: orthopaedic cable/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is company representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient underwent open reduction of right patella fracture in no.909 hospital on (B)(6) 2018. On (B)(6) 2019, he came to (B)(6) for a review and found that the cable of the right knee was broken, and the right metatarsal fracture was not connected, so he was hospitalized for treatment. The procedure and the patient outcome were unknown. This complaint involves one (1) device. This is report 1 of 1 for (B)(4).